Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultrasmart meter was now powering off. The display was frozen with the letters "pc". The pt reported the meter would not power off; so, he was unable to use the meter for 2 days (three days earlier). After the reported issue, two days later, at 8:30 pm, the pt was feeling shaky and then he passed out. He woke up in the hospital and was told his blood glucose was 14 mg/dl. He was treated in the emergency room for 3 hrs with IV glucose and then released. He has a follow-up appointment with his physician approx two months later. He had eaten dinner that night between 4:30 and 5:30 pm. The pt stated that he uses humalog insulin via an insulin pump. He alleged that he was guessing at the bolus amounts to take before meals. He does not recall the amount taken prior to the event. The meter issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported as the pt alleged he was unable to test due to the reported issue and later required emergency treatment for hypoglycemia.